Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00417. It was reported the patient underwent a revision of the scs lead due to ineffective stimulation therapy. Reportedly, multiple lead contacts on the left side lead were all high/invalid. Consequently, the physician replaced the lead with a new one. Postoperatively, the patient reported receiving effective stimulation therapy.